Event description:
Baxter product surveillance received a call from a sales representative regarding a 6060 pump. Nurse reported pump was programmed in the intermittent mode for two 1 hour treatments of cefotan. The pump was programmed to administer 1/2 of a 100cc bag in the morning and the second half in the evening. The patient received the entire 100cc dosage at the first treatment. No patient injury has been reported at this time. Pump will be sent to baxter's repair center for evaluation.